Event description:
The customer reported that the device was unable to acquire a 12-lead ECG. There was no patient impact.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.